Event description:
It was reported that the pacing dependent patient presented for emergency room with a complaint of feeling lightheaded and dizzy. A device interrogation revealed over-sensed noise exhibited by the right ventricular lead, which caused pacing inhibition. Noise was recorded with isometric exercise. The patient was scheduled for lead revision on (B)(6) 2024, and the lead was capped and replaced. The patient was stable.